Event description:
Dealer states: "the legs seem to be bending on the seat" nc warranty replacement (B)(4)

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The dealer called stating that the consumer alleges that the legs on the 91-2 shower chair seem to be bending. Product is being replaced on warranty replacement order #(B)(4). No injury alleged.